Event description:
According to the suspect adverse event reaction report received from inot, "a nurse was changing over an empty inomax cylinder for a new one while on a patient. Another staff member was reading the instructions. On turning the new cylinder on, it sounded like a hiss which was thought to be a low level leak. The nurse was about to investigate further when a torrential leak occurred with a reported prominent smell of nitric oxide gas. The cylinder was turned off and the nurse left the room. About one hour after the incident, the nurse was seen in a&e dept. For complaints of tightening in the chest and pain similar to bronchitis. He received treatment with o2 and was hospitalized overnight. The other two staff members present during the event also developed chest tightness and were attended to in the a&e dept. But returned straight to duty with no further side effects. Following discharge in 2006, the nurse has developed four episodes of sudden chest tightening and difficulty breathing. During a follow-up visit at the hospital, the doctor thought the events might continue for the next 3 weeks due to an inhalation injury. The nurse has reported breathing difficulties once per week at the time of the report with hope that they will resolve completely. The suspect adverse event reaction report states the event involved a nurse and two staff members. This medwatch report will represent the first staff member.

Manufacturer narrative:
Investigation/conclusion: no parts were returned to ge healthcare for investigation. According to the suspect adverse event reaction report, "the fault seems to be the rubber o-ring on the tip of the high pressure assembly, causing a bad pressure seal per the hospital reporter. The inovent, cylinder, and o-ring concerned were removed from the hospital for investigation. All o-rings previously sent to the hospital were replaced in case of a batch problem. The hospital staff received further training on exposure and safe levels of no/no2 in the atmosphere and cylinder management." The distributor returned the o-ring to the vendor for investigation. The vendor confirmed the o-ring was damaged. The inovent operation & maintenance manual indicates the correct procedure to connect an no cylinder to an inovent, how to check for leaks, and the appropriate action to take if a leak is detected.